Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing falling into the blanking period. It was noted that recording of atrial tachycarida/atrial fibrillation (af) episodes appeared to be false. The lead remains in use. No patient complications have been reported as a result of this event.